Event description:
Patient had right total hip replacement on 5/29/92. Solcotrans drain in place and discontinued later on 5/29/92. No drainage noted. Patient developed crepitus in right thigh which resolved within days. Patient readmitted 6/10/92 for evacuation of hematoma on right hip and thigh.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.